Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the manual cleaning or disinfection process. The automated endoscopic reprocessor (aer) used is soluscope. No defects were noted with the aer. Soluscope disinfectant and detergent were used. All channels were connected when setting up in the aer. The expiration date and concentration of the disinfectant is controlled. It is unknown if the rinse water is controlled. The water filter of the aer was replaced per the instructions for use (IFU). It is unknown how the device was dried. The device is stored in a simple drying cabinet. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: oct 19, 2023. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: bending section rubber glue --- separated. Air/water cylinder --- scratched. Suction cylinder --- scratched. Plug unit --- damaged housing. Connector --- scratched. Biopsy channel --- forceps movement. Charged coupled device unit --- grainy image. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 31 colony forming units (cfus) of pseudomonas aeruginosa and klebsiella pneumonia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.